Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported car accident might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient had a car accident on (B)(6) 2016. The performance of the recipient decreased. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had a car accident on (B)(6) 2016. The performance of the patient decreased. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been made available yet. In addition, several channels were disabled before the reported accident.

Event description:
The patient had a car accident on (B)(6) 2016. The performance of the patient decreased. Re-implantation is considered but no date has been scheduled yet.